Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that the lots met all pre-release specifications. As stated in the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pt populations with acute and chronic dissections. The IFU also states that complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak. Due diligence was performed to obtain info to complete all blank required spaces on this medwatch.

Event description:
In 2007, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracoabdominal dissection and a thoracic aortic aneurysm. In 2009, a f/u computerized tomography (CT) scan revealed aneurysm enlargement, a type-2 endoleak from an unspecified source, and a type-1 endoleak at the distal end of the false lumen of the thoracoabdominal dissection. The following month, a reintervention took place with a gore tag thoracic endoprosthesis. There was still some residual filling of the false lumen device placement at the end of the procedure. The pt tolerated the procedure and is doing fine.